Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had upstream occlusion alarms often, even when trying multiple tubing sets. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem 'upstream occlusion alarms often - tried multiple tubing sets' was not reproduced during evaluation. A review of the event history log revealed multiple 'upstream occlusion!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation inspected the device via the flow line test but did not observe any symptom or potential cause of the reported issue. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.